Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: twenty-five (25) actual devices and forty-eight (48) companion samples were provided for evaluation. The actual devices were visually inspected, and it was noted that all returned samples had separation issues between the tubing and y-site clearlinks. The companion samples were pull tested, and it was noted that one (1) of the samples did not meet the criteria and failed the pull test. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty six (26) clearlink system continu-flo solution sets came apart from the clearlink ports. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.